Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm and a battery out limit. Customer stated that the battery compartment was warm and the customer woke up with no power on the insulin pump. Customer stated that they did not receive a low battery alert prior to the off no power alert. Customer stated that they do not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 308 mg/dl and has treated manually. No further information reported.